Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026. The issue occured after it was inserted in his abdomen. The tubing was caught while customer was using the bathroom and the infusion set was left in his abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.